Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: maxcore core disposable biopsy instrument was received for evaluation. During visual evaluation, the device was received with a needle protector and without a yellow guard attached to the needle. The device appeared to have residue throughout and was received in its initial position. Due to the condition of the returned device, functional testing was not performed. Therefore, the investigation is inconclusive for reported failure to fire as the functional testing was not performed due to the condition of the returned device. A definitive root cause for the reported failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided kidney biopsy procedure through normal density tissue, using the maxcore instrument. During the procedure, the device allegedly failed to fire. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided kidney biopsy procedure through normal density tissue, using the maxcore instrument. During the procedure, the device allegedly failed to fire. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.